Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed no delivery during bolus. The customer was experiencing high blood glucose of 421 mg/dl and treated with manual injection. The customer disconnected at the quick release and was able to perform fixed prime. The cannula was removed and it was bent. Customer's father declined troubleshooting for high blood glucose. It was advised to change the complete infusion set.